Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient was started on antibiotics and a new device was subsequently implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt pain around the device with swelling, slight discoloration/redness and tenderness with palpation. The patient was diagnosed with a pocket infection. The device and leads were explanted. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.